Event description:
An other health care professional reported that forceps were closing but not fully close as to grasp the tissue. The surgery was completed after replacing the product with another one. The details of patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was received in its inner and outer blister, closed with the cover foil. Since the sticker label was missing, the lot information could not be identified from the sample. The sample shows some minor level of macroscopic damage (specifically the basket levers are slightly deformed) and some surgery residue is visible. It is returned in an opened stat. Functional testing of the actuation mechanism showed that it is still in working condition. The sample does not get stuck or blocked and there is no increased amount of friction or inconsistency in the actuation behavior. The sample was then visually inspected with the aid of a photomicroscope under various magnifications in collaboration with a local subject matter expert (sme). Which showed the following: the forceps does not show enough of pre-tension anymore. The opening of the forceps arms is largely too small. The forceps arms and the grasping edges are well aligned. The customer¿s complaint could therefore be confirmed since the forceps is not opening wide enough and is lacking pre-tension. However, the root cause could not be determined conclusively. As this is not a one-time issue for this production lot, the investigation is continued on additional samples. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A review of the complaint history for this lot however showed that there is an increased number of same and comparable complaints getting initiated against this specific lot. Since the valuation of the provided sample did not allow to conclusively determine the root cause, the failure analysis is being continued. This complaint investigation is concluded without conclusively identifying the root cause. It cannot be conclusively determined, what caused the reported event. Based on the analysis of the provided sample, the current working hypothesis is that the instruments are adjusted correctly at the manufacturing site and get deformed into a state with smaller forceps arms opening due to combination of sample specific factors such as initial geometry, handling steps or fixation execution and the general manufacturing strategy of sourced insert. The exact root cause for the customer¿s reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event apart from the issues related to the specific lot of this event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).